Manufacturer narrative:
The calibration signals were within expectations. No obvious reagent issues were evident. The centrifugation force of the sample was not sufficient. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted with a troponin I value of 0.404 ng/ml accompanied by a data flag. The sample was repeated three more times, resulting as 0.151 ng/ml, 0.427 ng/ml accompanied by a data flag, and 0.432 ng/ml accompanied by a data flag. The 0.432 ng/ml value was released to the patient. No adverse events were alleged to have occurred with the patient. The troponin I reagent lot number was 295501. The reagent expiration date was asked for, but not provided. No foam or bubbles were observed on the sample or reagent. Calibration signals did not show significant variations.